Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a chipped c-cover. There was no patient involvement. The dials for some reason are loose. The doctor says that it doesn¿t turn when he turns.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage at c-cover causing the other malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.